Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #(B)(4).

Event description:
The sc2000 system was being used for an ablation exam. It was reported that the sc2000 system shut down during the exam. The sc2000 system had to be removed from the room and another unit brought in to complete the exam. There was no injury.